Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 389 mg/dl and was corrected with an injection of insulin. Tandem technical support performed a system check and it was determined that the occlusion was in the infusion tubing. The customer was using apidra insulin.